Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the matrix drawer latch does not close. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the matrix drawer latch does not close. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer latch was failed to be closed. A field service engineer (fse) identified that the main drawer 1 was not latching properly due to the solenoid failing to fully engage the latch. The solenoid was replaced, and the drawer functioned correctly after the repair. The system functioned as intended after the field service engineer repaired the device.